Event description:
A report was received that the patient developed a mild superficial infection at the ipg site. The patient was treated with antibiotics. It was reported that the event had resolved. Investigator reported that the event was related to the study surgical procedure and study device hardware.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a mild superficial infection at the ipg site. The patient was treated with antibiotics. It was reported that the event had resolved. Investigator reported that the event was related to the study surgical procedure and study device hardware.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional information was received that the symptom of the patient¿s infection was redness over the chest incision site.

Event description:
A report was received that the patient developed a mild superficial infection at the ipg site. The patient was treated with antibiotics. It was reported that the event had resolved. Investigator reported that the event was related to the study surgical procedure and study device hardware.